Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and resumed insulin therapy. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that cold insulin, is off label per the user guide. Customer¿s blood glucose (bg) level was 180-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.